Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that approximately 2 months post implant of this lead, thresholds were noticeably increased. A repositioning procedure was done where it was noted that the lead helix was difficult to extend or retract, and finding a suitable position for the lead was difficult as a result. Continued attempts to retract the lead, noted that the proximal portion of the proximal coil started to unravel and stretched out. At that time, the decision was made to explant that lead. Upon extraction it was noted the lead likely had micro dislodged. The lead was explanted and replaced without issue. To date, no additional adverse patient effects have been reported.